Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that there was complete loss of capture and diminished sensing on the right ventricular lead. The patient noted fluid build up in her legs and was referred to the emergency room. An ultrasound was performed and the physician had concerns of a lead perforation through the epicardium. A lead revision was discussed but not scheduled. The patient was stable and is not dependent on the device for normal function.